Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient presented to the physician with an increase in incontinence within the past year. The physician attempted to cycle the device, and believed atrophy was causing the cuff to no longer provide full continence. The aus 4.0cm cuff was explanted and a new aus 4.5cm cuff was placed more proximal with no clinical consequences to the patient.